Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump display would go blank after pressing the act button. Everything would look normal on the screen until the button was pressed. The blood glucose reading was 120 mg/dl. The customer was not able to perform the self test. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with full segment display due to faulty lcd driver. We were unable to perform self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to full segment display. The insulin pump was received with cracked reservoir tube lip.